Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with international standards. The visual inspection revealed the fracture face is homogenous which indicates material conformity and has the typical view of a forced rupture. No product fault could be detected. Based on the provided details the exact cause cannot be defined. The fracture face and the deformations in the hexagon recess are an indication that a mechanical overload, for example by exceptional hard bone or an excessive metallic contact with the plate, may have caused this occurrence. This complaint is determined to be invalid

Event description:
The head of the screw broke off during insertion. This is 1 of 1 report for this complaint (B)(4).